Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-00319. It was reported the patient was experiencing ineffective stimulation. X-rays were taken and confirmed the lead implanted at the right s1 level had migrated. Surgical intervention was undertaken and the patient's leads were explanted and replaced. Postoperatively, the patient reported receiving effective therapy. It is unknown which lead was implanted at the right s1 level; therefore all possible lots are being reported.